Event description:
It was reported that; while using the shavers in the disc space, the inner tabs on blue t handle broke on both t handles in the reliance lite instruments set.

Event description:
It was reported that; while using the shavers in the disc space, the inner tabs on blue t handle broke on both t handles in the reliance lite instruments set.